Event description:
It was reported the device leaked at the disposable connection prior to use. No patient injury reported.

Manufacturer narrative:
Other, other text: five (5) samples were returned for evaluation. A crack on the female luer lock adapter was observed. Functional testing was performed. Based on the leak test results, the reported failure mode was confirmed. The root cause was determined to be a supplier item fault. Notification was submitted to the supplier on 27-nov-2020. (H6c, h6d, h6e). There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record review.